Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 1350mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states the pump malfunctioned and caused the highs. The customer was not able to troubleshoot at the time of call. The customer was attempted to be reached during call back, but no answer at this time.